Manufacturer narrative:
The manufacturing record for the reported lens was reviewed and showed no deviations. Visual inspection of the present optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 21.0 diopter of this lot number. A review of the historical complaint data base revealed that no complaints from this lot number. Were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted.

Manufacturer narrative:
The lens was received and is currently under evaluation at the manufacturing site. The lens met all specifications prior to release. A review of the implant database shows the lens was exchanged for a lower diopter lens of a different model. All information currently available is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that the multifocal intraocular lens(iol) was explanted 3 months after implant due to incorrect iol power. No patient injury.